Manufacturer narrative:
D10 concomitant product: vlft10gen, vlft10gen ft series energy platformx1, (sn: unknown) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. A video was also provided. Functionally, when electrode was inserted, it stayed in place and was not loose. The switch resistance was within the specification. The pencils did not self activate. It was identified that once the coagulation button was pressed, the pencil will remained activated until the pencil was unplugged from the generator. It was reported that the device was not detected by generator. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, prior to use, the device was not detected by the generator. The device had error code e322. There was no patient involvement. Medtronic's initial evaluation of the incident, it was identified that once the coagulation button was pressed, the pencil will remained activated until the pencil was unplugged from the generator.